Manufacturer narrative:
H3: product analysis: evaluation determined that the burr is difficult to insert and does not lock into place. The likely cause of failure is due to detached distal bearing. It was also noted that bearing is worn, laser markings are faded and output shaft is bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that not rotating. It was reported that there was no patient involvement.